Event description:
It was reported that the guidewire was inserted into the patient with no problems. Upon removal, the tip of the guidewire broke. The physician used aspiration to successfully remove the guidewire through the microcatheter. There was no reported clinical consequence to the patient

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device revealed that the guidewire nitinol and core wire had separated on its distal section approximately 15.2 cm from its distal end. No evidence of stretching was noted. The core wire was severely bent. From the bend on the core wire, it appears that the guidewire had over torqued. Additionally the nitinol was separated in two more places at 12.5cm and 12.7cm from its distal end. The polytetrafluroethylene (ptfe) coating was noted to be scraped off at 21.2 cm from the proximal end. The ptfe coating appeared to have been scraped off by the torque device brass collet. The directions for use warns that insufficient tightening of the torque device can result in damage to the ptfe coating so this is considered to be related to the use of the device. Scanning electron microscopy (sem) was performed on the surfaces of the fracture sites. Sem micrographs were obtained on the distal section core wire fracture and the proximal section nitinol fracture. For the proximal section nitinol fracture site, there were microvoids and rubbing, with no evidence of directional dimpling. For the distal section core wire fracture site, there was also microvoids and rubbing; however, there was directional dimpling evident on the fracture surface. Based on the information available, it is possible that procedural factors may have limited the performance of the coil during the procedure. Therefore, a probable root cause of operational context has been assigned to this event.

Event description:
It was reported that the guidewire was inserted into the patient with no problems. Upon removal, the tip of the guidewire broke. The physician used aspiration to successfully remove the guidewire through the microcatheter. There was no reported clinical consequence to the patient.